Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be the cracked tube load motor collar on the channel b pump head module. To correct this condition the channel b pump head module was replaced. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a cracked tube load motor collar on channel b. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.